Manufacturer narrative:
A philips medical device maintenance specialist (mdms) interviewed the customer and dispatched an authorized service provider (asp) onsite to evaluate the device. The asp indicated the device was completely out of sound and there was a speaker inoperative message present. The asp has taken ownership for the servicing of the device. The customer was provided a quote for replacing the speaker assembly. Based on the information available in the case, and provided by the philips mdms and asp, the device was confirmed to have a faulty speaker. The reported problem was confirmed.

Event description:
It was reported there was a loudspeaker failure. Audio was not confirmed. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6).

Event description:
It was reported there was a loudspeaker failure. The device was not in use on a patient at the time of event, there was no adverse event reported.